Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) even was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 20:55:29. During night drain cycle one, the patient's ultrafiltration reading was 2306ml, indicating the home patient (hp) drained 2306ml more than their maximum programmed fill volume of 2600ml. No additional information is available.